Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump clip fell off. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose was 405 mg/dl. The customer loaded new supplies and resumed insulin delivery.